Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon pushed the blue button for duodenum resection. When the blue button was pushed, the status indicator illuminated blue and the reload indicator was flashing green. The device would not fire. A new device was opened to complete the procedure. There was no patient injury.